Manufacturer narrative:
The baxter technician found the auxiliary power cord needed to be replaced. Per the hillrom service manual the century bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Inspect the power cord and plug for cuts, nicks or breaks. Replace the power cord or plug if indications of damage are visible. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in june 2024. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the auxiliary power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the auxiliary power cord had damage with exposed copper wires. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).